Event description:
The patient reported that they had pain trouble. They had CT scan on (B)(6) 2016, and their discs were "shirking". The patient was told to meet with a manufacturer representative (rep) before making an appointment with their doctor. The patient was to follow-up with their health care professional (hcp). The pain was in (B)(6) 2016. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.